Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s high blood glucose level was 410 mg/dl and 348 mg/dl and low blood glucose was 47 mg/dl. The customer was treated by eating a banana for low blood glucose level and with insulin pump for high blood glucose level. The customer experienced the symptoms of high blood glucose such as nausea, heavy breathing and uncomfortable and same thing now including tired and hard to understand stuff, agitated. The customer declined troubleshoot for low blood glucose and done for high blood glucose. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer reported that they had performed the high pressure test and the test was passed. The insulin pump will not be returned for analysis.